Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 10/06/2015. Evaluation of the incident electrode did not confirm the customer's report of melted insulation. Inspection found eschar on the insulation and on the electrode blade. No melting was evident. However, the insulation was found to be pushed back over itself. No metal was exposed and the electrode passed hipot testing, the cause of the insulation being pushed back was due to the polyolefin heat shrink not being sufficiently compressed to the blade during the assembly process. A validation of the manufacturing equipment was completed during an equipment transfer between supplier facilities in october 2013. Without a lot number, it cannot be determined if the incident electrode was manufactured before or after this validation. No trend has been identified for this failure mode.

Event description:
The customer reported the e1455 electrode appeared to be defective upon opening the phs breast/abdominoplasty custom pack. The blue plastic towards the distal tip of the electrode, just proximal to the exposed insulation, appeared to be melted. The electrode was used for the bilateral total skin sparing mastectomy, left axillary sentinel lymph node dissection, bilateral tissue expander placement for reconstruction procedure. The patient received a burn through the dermis of the left breast, lateral to the nipple. It was treated by resecting the tissue and dressing with xeroform gauze, 2x2 dressing, 4x4 dressing, and tegaderm.